Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the insulin pump wasn't delivering any insulin. The customer had called last night and now his blood glucose was 500 mg/dl, treated with manual injections. Blood glucose has been 400 mg/dl since 6:00 am. Last night he had changed the set seven times. Then he finally got one where the device didn't alarm no delivery, but his blood glucose continues to go high. Customer feels nausea. Troubleshooting was performed and it was noted there was an air bubble half way through the tubing. Current blood glucose was 488 mg/dl. Customer's mother was assisted in purging the air bubble out by priming the tubing; the customer was disconnected at quick release. The cannula was removed and it was noted cannula was bent. Customer's mother declined further troubleshooting. She was advised to ensure the customer does a complete set changed. The device is not returning for analysis.